Event description:
The customer reported obtaining erratic patient results on ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced na, k and cl electrodes and cleaned the analyzer to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).